Event description:
One pt sample initially generated an elevated estradiol result, which did not fit with the clinical picture, and when repeated resulted lower. Initial result gave 14,038 pmol/l. Sample repeated twice, giving 9,939 and 9,525 pmol/l. A second sample was obtained in 2008, initially resulting at 12,532 pmol/l. Sample repeated twice, giving 13,166 and 13,701 pmol/l. No adverse events were reported in association with the incorrect result. The investigational unit did not verify the customer's complaint.